Event description:
It was reported that a faradrive steerable sheath clear was selected for an ablation. It was mentioned that when orion was inserted for premap, air was noted. So, air was removed with a sheath three-way stopcock for air management, air was contaminated. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to be return for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.